Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. The analyst noted the test stylet passed through the entire length of the lead with no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician was unable to advance a stylet to the tip of the right atrial (ra) lead. Multiple attempts were made with several different stylets, however the physician finally chose to remove and replace the lead. No patient complications have been reported as a result of this event.